Manufacturer narrative:
The product is not available for evaluation. For the event date, only the year (2009) was known; therefore, the event date was captured as (B)(4) 2009. For the implantation date, only the month and year was known ((B)(6) 2005); therefore, the implant date was captured as (B)(6) 2005. (B)(4) cypher product (B)(4)) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
This complaint was reported in (B)(4); catheterization and cardiovascular interventions, 2011. The patient was presented in the case 2. The target lesion was located in the distal left circumflex (cx). The lesion was described as de-novo and calcified. The % of the stenosis was unknown. On (B)(4) 2005 - unknown date, treatment for the lesion was conducted with pre-dilation with an unknown balloon catheter at 22 atms. During pre-dilation, a dissection occurred at the target lesion. Therefore, a 2.5x15 mm vision stent was implanted at site of the dissection as a bail-out procedure. Then, rotablator for the proximal stenosis of the vision stent was conducted and a 3.0x33 mm cypher bx was fully implanted over the vision stent. There is no further information available regarding this implant. (B)(6) years later after stent implantation, the patient developed chest pain and visited the hospital. Coronary angiography (cag) was conducted and restenosis was observed in the cypher bx implanted at the distal left cx. Optical coherence tomography (oct) was conducted and a thrombus was observed inside the cypher bx stent. It is unknown how the restenosis and thrombus were treated. On 3d cut-away images, an aneurysmal change in the middle portion of the vessel wall around the cypher bx and a partial stent fracture (grade I) on the stent strut proximal to the overlapped portion were observed. There is no further information available regarding this event. The lot number was unknown. Physician's comment: the cause of the stent fracture was unknown. The cause of the thrombosis was unknown. The fractured stent was not completely separated and there was no migration of the separated segment. It was unknown if the fracture was treated. The current status of the patient was stable. Past medical history includes angina pectoris, hypertension, dyslipidemia, abnormality of lipid metabolism, diabetes mellitus, and past history of coronary-artery bypass surgery. No further information was available. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity, and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Thrombosis is a potential adverse event associated with coronary artery stenting. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. The exact mechanism of aneurysm formation after des implantation is still unknown. However, clinical reports suggest several potential causes, including reaction to stent material (stainless steel composed of iron, nickel and chromium), drug effects and hypersensitivity to the drug eluting polymers. Another possible mechanism may be related to a stent fracture in which the strut in combination with other mechanisms, could probably explain aneurysm formation. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics (overlapping stents) that may have contributed to these events.

Event description:
This complaint was reported in "sirolimus-eluting stent fracture detection by three-dimensional optical coherence tomography"; takayuki okamura, md, and masunori matsuzaki, md; catheterization and cardiovascular interventions, 2011. The patient was presented in the case 2. The target lesion was located in the distal left circumflex (cx). The lesion was described as de-novo and calcified. The % of the stenosis was unknown. On (B)(6) 2005 unknown date, treatment for the lesion was conducted with pre-dilation with an unknown balloon catheter at 22atms. During pre-dilation, a dissection occurred at the target lesion. Therefore, a 2.5x15mm vision stent was implanted at site of the dissection as a bail-out procedure. Then, rotablator for the proximal stenosis of the vision stent was conducted and a 3.0x33mm cypher bx was fully implanted over the vision stent. There is no further information available regarding this implant. Four years later, after stent implantation, the patient developed chest pain and visited the hospital. Coronary angiography (cag) was conducted and restenosis was observed in the cypher bx implanted at the distal left cx. Optical coherence tomography (oct) was conducted and a thrombus was observed inside the cypher bx stent. It is unknown how the restenosis and thrombus were treated. On 3d cut-away images, an aneurysmal change in the middle portion of the vessel wall around the cypher bx and a partial stent fracture (grade I) on the stent strut proximal to the overlapped portion were observed. There is no further information available regarding this event. The lot number was unknown. Physician's comment: the cause of the stent fracture was unknown. The cause of the thrombosis was unknown. The fractured stent was not completely separated and there was no migration of the separated segment. It was unknown if the fracture was treated. The current status of the patient was stable. No further information was available.